Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions if ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous procedure, an angio-seal ws used to seal the arteriotomy. The patient experienced symptoms of an infection and underwent surgical intervention. More specific information has been requested from the reporting physician. The physician stated he received angio-seal training; however, no written documentation is available. The representative will follow up with the physician.